Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turns on by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit turns on by itself. The rse confirmed the reported issue and advised the customer to order a user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part number for the ui pcba. The customer ordered the ui pcba and replaced the ui pcba to resolve the issue. The customer replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.